Event description:
Pt had a three year old medtronic pacemaker which had a marked increase in impedance on both the atrial and ventricular leads with x-rays confirming lead fracture on both these leads under clavicle consistent with subclavian crush. Removed the old pacemaker with capping of the leads and a new pacemaker placed on the left.